Event description:
Bilateral breast implant removal due to ruptured implants. Pathology report: right breast removal 794g 12.0x 12.0x 7.5cm diffusely disrupted implant with a diffusely disrupted wall. The wall displays the inscription style scx lot 3148049 allergan 800cc. Left breast removal 790g 12.0x 12.0 x 8.5 cm diffusely disrupted implant. The wall is diffusely disrupted and displays the inscription style scx lot 3110990 allergan 800cc.